Event description:
A patient in the ICU was being administered drugs via an infusion pump controller which had 4 "slave" pumps attached to it. The controller went into a system failure condition - cause unknown. The 4 pumps are designed to continue pumping at the last setting they were given by the controller, which they did. However, the nurses mistakenly thought the pumps had quit. They were removed and replaced with another set. The pumps were sent to biomedical engineering, and later to the manufacturer for an in-depth analysis. Their preliminary findings after downloading the operations log indicated the controller did fail, but attached pumps functioned normally. The log, which registered every keystroke, showed the pumps were turned off by the users. The controller is still being examined by the manufacturer's research and development department. Since the slave pumps were without fault, they were returned to service.the patient did not appear to be harmed by this incident.